Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2011 due to alleged elevated cobalt and chromium levels, metal stained tissue, and deterioration of the greater trochanter. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay blood test results, which were unknown at the time of the initial medwatch. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00170 / 00171).

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(4), 2012 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and user facility report number referenced in this medwatch are for the same patient, part number and event.

Manufacturer narrative:
This follow-up medwatch is being sent to relay an additional reason for the revision procedure which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions." Number fifteen states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This follow-up report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00170-2 / 00171-2). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent total hip arthroplasty (B)(6) 2007. Subsequently, patient was revised (B)(6) 2011 due to elevated serum levels and alleged deterioration of the greater trochanter. During revision, only the head and taper adaptor were removed and replaced with duel articulating components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00171). The user facility was notified of the event on february 23, 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.